Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is analyzed, this report would be updated should further information be provided.

Event description:
It was reported that this device emitted beeping tones and declared a fault code-1003 indicative to voltage too low for remaining capacity. This device was explanted at a surgical intervention. No additional adverse patient effects were reported.